Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufactured between february 03, 2020 to february 04, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on an unspecified date "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) small volume intermates burst during filling with sodium chloride solution. There was no patient involvement. No additional information is available.